Event description:
Device 1 of 2. Reference MFR report# 1627487-2017-06464. Additional information identified that surgical intervention was undertaken wherein the scs leads were explanted and replaced and effective therapy was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2017-06464. It was reported that patient is experiencing ineffective therapy from their scs system. As a result, patient is considering their scs system explant.